Manufacturer narrative:
Evaluation results: visual finding revealed scratches and indentations on the exterior housing. The warning label has been peeled off. Both dust covers underneath the battery slots have been damaged, and broken pieces fell inside causing a rattling sound when the unit was shaken. One of the enclosure screws is undone leaving the unit with a gap in between enclosures at the lower left corner. Evaluation of the unit found that the unit has power but does not sound when in use with sensor pad. The cause for the failure was a faulty speaker, where the speaker impedance was out of range. This loss of functionality would result in the alarm's failure to alert the caregiver of a patient exit and could contribute to a patient incident. Being that the unit has been in use for over seven years, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for the failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Alarm will light up with batteries in place, but no sound will occur when the magnet is unplugged. The date the issue was discovered is unknown and no patient incident or injury was reported.